Event description:
The physicain used a wilson-cook quicksilver bipolar probe during an ercp procedure. The report indicated the ceramic tip of the bipolar probe detached and was retrieved. No injury to the pt was reported.